Event description:
Information received by medtronic indicated that the user received system notice 12205 (does not recognize catheter) during preparation of the product prior to insertion into the sheath. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. Reportable following product analysis.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The catheter failed the performance test due to #12212 notice "catheter not recognized". The reported issue has been confirmed through testing. The catheter failed the returned product inspection due to a broken tc wire in the handle.